Manufacturer narrative:
Sections with additional information as of 30-nov-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation - customer had returned the incorrect test strips. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: broken cradle contacts. Root cause: rc-047: cradle contacts not seeded properly.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer had returned the incorrect test strips. Meter was returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on 20-oct-2022 (and again on 01-nov-2022) to ensure the customer's condition had improved - able to establish contact with customer who stated their condition had improved and they did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Manufacturer contacted customer in a follow-up call on 01-nov-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results from results obtained of hi, 564, 272, 520 and 411 mg/dl. The customer¿s expected am fasting blood glucose test result range is 150-200 mg/dl. The customer reported experiencing symptoms of dizziness and feeling weak; medical attention was not needed at the time of the call. The product is stored according to specification in the bedroom. The customer stated she had used all of the test strips and no longer had the vial to provide lot information. The customer did have another vial of test strips that was used to perform a blood test during the call: lot number za4726s, manufacturer's expiration date of 10/17/2023. During the call, a blood test was performed by the customer non-fasting using lot number za4726s and produced test result of 572 mg/dl using true metrix air meter. The customer was not satisfied with the result obtained; additional internal report reference number (B)(4). The meter memory was reviewed for previous test result history (date/time not set, customer stated she had changed the battery): (B)(6).